Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited loss of capture and low impedance. Chest x-ray was performed and revealed the lead was in normal position. The lead was reprogrammed. The patient would continue to be monitored.